Manufacturer narrative:
Concomitant products: product ID 37651, serial # (B)(4), implanted: (B)(6) 2014, product type recharger. (B)(4).

Event description:
Additional information reported a coupling problem had been experienced when ¿attempting charging over skin¿ two weeks post-operation. With some pressure, the patient reported being able to get two couplings bars. There was ¿no real fluid volume around the ins¿ and the patient¿s hcp ¿didn¿t think it was tilted.¿ as previously reported, the ins was later found to have been flipped via x-ray.

Event description:
It was reported the patient was ¿not able to recharge¿ his implantable neurostimulator (ins) because his recharger¿s ¿antenna was not communicating¿ with the ins. There was ¿no¿ patient harm, injury, or death reported. It was noted the patient¿s ¿product was working well¿ and that ¿everything went normal¿ other than the communication issue. However, 13 days after initial report the patient met with their healthcare provider (hcp) and communication was attempted with three different rechargers ¿without success.¿ an x-ray was then performed of the patient and the hcp ¿confirmed later that the device was flipped.¿ it was concluded that the event was therefore not a problem with the recharging, but was instead a problem with the ins position. The patient was to ¿go through a procedure to correct the battery position.¿ a supplemental report will be filed if additional information is received.